Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. A label review was performed and found to be adequate for the potential use error. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240 that occurred during drain 4 of 5. The home patient (hp) stated he had cycled the power and also had disconnected prior, to use bathroom and never placed a flexicap on the patient line and forgot to press stop before disconnecting. The technical services representative (tsr) explained the alarm and assisted the hp to clear alarm. The tsr advised the hp to contact the nurse. No patient injury or medical intervention was reported.